Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -13.0/1.0/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
B5: " the reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -13.00/1.0/90 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced a low vault with rotation. On (B)(6) 2022 the lens was exchanged for the same model/longer length lens; implanted vertically and the problem was resolved. The reporter indicated the cause of the event is unknown." Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).